Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens -11.5/1.0/092 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a same length lens that was implanted vertically due to excessive vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H3: device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).